Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to an unspecified air/water leakage issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the lighting lens was peeling off. This report is being submitted to capture the peeling adhesive found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the original user¿s report was confirmed as water tightness was not maintained due to holes in the distal end. Additionally, the adhesive on the lighting lens was peeling. There was pay noted in the angle knob, causing it to fall out of its normal state. Scratches were found on the insertion part of the serpentine as well as on the suction cylinder, the up/down knob, the grip, and the scope connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.